Manufacturer narrative:
Device passed the displacement test, sleep current measurement and active current measurement. All currents within specific range. Device was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4) the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 9 mmol/l. It was reported that the battery had short lifespan. The customer did not receive a low battery alert prior to the replace battery alert. It was reported that they had second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised that the pump will need to be replaced. The customer was advised that they may continue to wear pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.